Event description:
The facility representative reported a flo-gard infusion pump with a broken door. This condition was found during routine inspection (round) in the emergency room. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a missing door on pump 2 of the device. Due to refusal of the service estimate, the device was returned unrepaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.